Manufacturer narrative:
A code corrected investigation findings the complaint of a damaged catheter was confirmed; however, the exact cause could not be determined from the sample analysis. One 24g insyte autoguard unit was returned for investigation from lot #5114774. One device was received in an open unit package. The IV catheter was received separate from the needle, and the needle was received fully retracted within the shield. A microscopic examination revealed a v-shaped breach in the IV catheter tubing. The characteristics of the breach were consistent with damage caused by the needle penetrating the catheter tubing. It could not be determined when the catheter was punctured as it may have occurred during manufacturing or use. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reported issue: IV catheter shredded upon insertion. Injuries or adverse event: no.